Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said their ins was replaced at the beginning of this week. Pt said their prior ins did work for quite a while but the battery did not last long, they "had it up there" they believed it did not work correctly, they told the patient it was on it's way out. The patient said it stopped helping about a year ago, the battery was weak, they were still having "baby problems".